Event description:
The manufacturer received information alleging a ventilator inoperative error code related to the motor failure and a ventilator inoperative error code of err_dsp_max_host_reboots occurred. There was no harm or injury reported. The motor blower assembly, the battery fan and the stirring fan retainer were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative error code related to the motor failure and a ventilator inoperative error code of err_dsp_max_host_reboots occurred. There was no harm or injury reported. The motor blower assembly, the battery fan and the stirring fan retainer were replaced to address the issue. Corrections have been made to the become aware date, event date and date received by mfg based on date of service listed in service record.